Event description:
It was reported the suture broke. The physician was replacing a previously place drainage tube with a flexima¿ apdl. The flexima drainage catheter was placed and the suture was pulled to fix the catheter, but the suture broke. The procedure was completed with another flexima catheter. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).